Event description:
It was reported via the implant patient registry that a second device. A 29mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure due to severe bioprosthetic mitral stenosis after an implant duration of approximately five (5) years and three (3) months. Patient was noted in guarded but stable condition.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.